Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported by the hospital that during routine inspection, the cs100 intra-aortic balloon pump (iabp) automatic inflation failed and it was not used by the patients.

Manufacturer narrative:
Updated data: b4, e1(initial reporter), e2, e3, g3, g6, h2, h10.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: e1 (event site telephone: (B)(6)). Additional contact information: e1 (event site postal code: (B)(6)). A getinge field service engineer (fse) evaluated the unit and resolved the issue by 2500 hr preventive maintenance kit. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to the customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported by the hospital that the cs100 intra-aortic balloon pump (iabp) automatic inflation failed and it was not used by the patients.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.